Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer's blood glucose was 123 mg/dl. Alarm history did not show a compromised forced sensor alarm. Customer reported that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk. Unable to perform the operating currents within specification or functional tests including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or verify prime/fill anomaly or no reservoir alarm due to the loose drive support disk. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners, a cracked end cap and a missing end cap sticker.